Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s).". On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract infection ("utl"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), mood swings ("mood swings") and hypersensitivity ("hypersensitivity") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, urinary tract infection, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, headache, dysgeusia, mood swings and hypersensitivity outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysgeusia, headache, hormone level abnormal, hypersensitivity, migraine, mood swings, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: discrepancy noted: it was mentioned in recent source document that essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure implant was in place. Lot number: a22176 manufacture date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s).". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract infection ("utl"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), mood swings ("mood swings") and hypersensitivity ("hypersensitivity") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, urinary tract infection, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, headache, dysgeusia, mood swings and hypersensitivity outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysgeusia, headache, hormone level abnormal, hypersensitivity, migraine, mood swings, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: discrepancy noted: it was mentioned in recent source document that essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure implant was in place. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case is upgraded to incident. Previously reported event ¿injury¿ replace with new event. New events added: pelvic pain, abdominal pain, hormonal changes, headaches. Reporter information were updated. On 18-sep-2019: pfs received: lot number was added. Events: metallic taste in mouth, bladder or urinary problems or changes, uti, migraines/headaches, mood swings, failure to occlude (close) fallopian tube(s) were added. Patient demographics added. Fu 2 and 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.